Event description:
Reportedly, with the fifth cartridge, on the way of knotting, the suture broke and it came off. The suture could be retrieved but the needle did not attach. Confirmed the x-ray where it was and the needle was retrieved from the cavity with no problem. Procedure: laparoscopic.